Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a vibratory alert for non-sustained rv oversensing. Post-paced t-wave oversensing was observed on a stored egm. Programming changes were performed.